Event description:
Complainant alleged that during testing by a distributor, the device displayed "defib fault 78," "defib fault 79," and "defib fault 108" messages. Complainant indicated that there was no pt involvement in the reported malfunction.